Manufacturer narrative:
The reported event of failure to capture was confirmed. A full lead was returned in one piece for analysis. X-ray examination found the inner coil appeared to be fracture at the middle region. A scanning electron microscope evaluation verified all filars of the inner coil were fractured. The cause of the reported event was due to fractured inner coil consistent with bending fatigue.

Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation, it was found that the atrial lead exhibited failure to capture with unacceptable capture threshold. Programming changes were made. Patient condition was stable. The atrial lead was later explanted and replaced.